Event description:
The pump was replaced due to eri (elective replacement indicator) that occurred on (B)(6) 2013 and the replacement was a prophylactice removal to avoid in-vivo battery depletion. Drug delivered via the device was baclofen. Patient sustained no injury and recovered without sequela.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: 2002-(B)(6), explanted: 2013-(B)(6). (B)(4): returned for anlaysis was only the pump that revealed a low battery reset - undetermined cause.